Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) , after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained a serious injury. The customer was unable to provide information on the severity of burns sustained by the patient.

Manufacturer narrative:
The device was returned to zoll medical (B)(6); the device was subjected to full functional testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs was unable to confirm the customer's report and showed all shocks delivered to be within specification. The logs did show a large difference in the measured impedance, which can indicate a poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrodes used were not returned as part of this investigation. Good patient coupling does not guarantee a burn will not occur, and burns from delivery of therapy, are an expected outcome. Analysis of reports of this type has not identified an increase in trend.